Event description:
It was reported that they opened two gmrs stems for distal femur and both had damaged packaging. The first stem had packaging that was not sealed properly and there was a film inside the package. The second stem was out of the packaging and had a broken seal. The packaging damaged sterility, and implant and were unable to use.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that they opened two gmrs stems for distal femur and both had damaged packaging. The first stem had packaging that was not sealed properly and there was a film inside the package. The second stem was out of the packaging and had a broken seal. The packaging damaged sterility, and implant and were unable to use.

Manufacturer narrative:
Visual inspection of the returned packaging determined that the pack was subjected to excessive handling leading to the sterile pack damage. The event was confirmed. DHR review determined that the lot was manufactured and packed to specification. Complaint history review indicates there have been no similar events for the reported lot. The investigation concluded that the packaging damage was caused by excessive handling. It is important to note that the product in this case was manufactured and packed prior to a packaging improvement that was implemented in september 2009 as part of an ncr in response to a trend in mrs stem pack damage.